Event description:
It was reported that when using the bd pyxis¿ es server, patient details were not crossing over from epic to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that single patient was not crossing over. The technical support specialist (tss) dialed into the server and checked the es server, where the patient status was found to be marked as discharged. The engineer updated the customer on the findings and advised that the patient should be readmitted if they are still admitted in the hospital. The system functioned as intended after the technical support specialist troubleshot the device.